Event description:
The report rec'd from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, after the physician deployed the trufill dcs orbit complex fill 5 x 15 coil, he was not satisfied with the positon. The physician withdrew the coil, placed it again and noted that the coil was stretched. Another 5 x 15 coil was used to complete the procedure successfully. The target lesion was an anterior cerebral artery aneurysm. A 6 fr guiding catheter and a prowler 14 microcatheter were placed correctly. The access for the procedure was femoral. There was no reported pt injury. Add'l info has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt.